Event description:
Reported as "triggering difficulty of ECG and/or ap". The report states that "pump was being used on patient when incident occurred. Pump was swapped and patient was not harmed. Could not replicate the problem. Both ECG and ap signals worked normally on both high and low signals. Used both teleflex and customer cables with no problems. Pushed pump over elevator threshold and both signals were stable. Vibrations did not cause problems. Continued pumping for a couple of hours without problem. Finished functional checklist. Iabp ac3 performed to specifications".

Manufacturer narrative:
(B)(4).

Event description:
Reported as "triggering difficulty of ECG and/or ap". The report states that "pump was being used on patient when incident occurred. Pump was swapped and patient was not harmed. Could not replicate the problem. Both ECG and ap signals worked normally on both high and low signals. Used both teleflex and customer cables with no problems. Pushed pump over elevator threshold and both signals were stable. Vibrations did not cause problems. Continued pumping for a couple of hours without problem. Finished functional checklist. Iabp ac3 performed to specifications".

Manufacturer narrative:
(B)(4). The reported complaint of "ECG not triggering on ap" is not able to be confirmed. No part or recorder strip was returned for investigation. The field service agent checked the pump and found no issue with the pump. The pump passed functional check-out. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.